Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.